Event description:
Healthcare professional reported "34 in 32 cases were suspected to be broken by ultrasound and MRI." Device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.